Event description:
It was reported by repair work order that the customer alleged that the right side rail would not latch. Upon inspection of the unit by the service technician, it was identified that the side rail could not remain latched due to a broken spindle spacer.